Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading even though customer followed prompts, and alarm recurred when customer attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump, guided customer through proper loading steps, confirmed pump warranty and shipping details, instructed customer to place pump in storage mode and return it using a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.